Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the product that had passed its label exp date was implanted during a surgical procedure involving cable graft reconstruction of a facial nerve defect using a sural nerve graft to two buccal nerve branches and the zygomatic branch. There was also placement of gold weight in the left upper eyelid. At a follow up clinical visit the pt was observed to be doing well. There is no adverse outcome for the pt to date.